Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient correspondence: patient was bending over and as he stood up, he felt and heard a "crunch". Patient was seen at the doctor and notified that his ceramic cup had fractured.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update received 02/03/2017. The sales rep has reported the revision surgery. Patient was revised to address a fractured ceramic liner. It is noted that the patient had fallen from a ladder.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/23/2017 - medical records received. After review of the medical records, there is no new information that would change the existing MDR decision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a review of the device manufacturing records (DHR) was already performed as part of this investigation. Please see the attached associated complaint for those results.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds one other reports against the product and lot code combination since its release to distribution. Review of device history record finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.